Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The reported ventilator device was investigated on site and the fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module did not reproduce the described customer issue with the technical error for the turbine module. The ventilator passed pre-use check and ventilation on test lung for one week did not generate any alarms. When performing pre-use check after ventilation test, the ventilator failed the pressure transducer test. The failure was traced to the turbine in the turbine module. An evaluation of the received device logs could confirm the event with technical error regarding the turbine module. Our investigation concluded that a defect turbine in the turbine module caused the unit to fail the pre-use check. A technical error indicating timing issues with the turbine control was detected in the device logs. Replacement of the turbine resulted in a successful system pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).